Event description:
While pt was undergoing c3-c7 cervical decompression fusion and the surgeon was drilling next to the vertebral artery, the drill bit flew out of the handpiece. No injury occurred; both the drill and drill handpiece were sent back to the company.